Event description:
The device was used to treat a pt and reportedly rendered a no shock advised decision. When the als crew arrived, a manual defibrillator was connected to the pt and the pt's ECG was observed to be shockable. The pt's outcome and details were not released to mpc.